Manufacturer narrative:
The account stated that the side rail was abused. The account will be scrapping the bed, no repair will be made.

Event description:
The account alleged the side rail was ripped off of the bed. No pt impact.